Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, there were no measurements available. The lead was replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.